Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information this MDR is being submitted to include the below information: patient's blood glucose levels at the time of issue was 815 mg/dl.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient was admitted to emergency room for more than 24 hours due to high blood glucose event on (B)(6) 2024. Patient was dizzy and have symptoms of vomiting. Patient received insulin by infusion. No further information available.

Manufacturer narrative:
E1: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.